Event description:
N/a.

Manufacturer narrative:
The pressure tubing was returned without visible blood. The male leur from the tubing was found detached from the tubing. The tubing pocket was examined, and an insufficient amount of adhesive was noted. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. The evaluation confirms the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation - clinical nurse manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID# (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab) insertion kit, the customer noted that the pressure tubing was broken. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab) insertion kit, the customer noted that the pressure tubing was broken. The iab was being placed post stemi (st elevation myocardial infarction) and lad (left anterior descending artery) stent. The patient had hypotension and also required levophed. The pressure extension tubing came out of the packaging with the female end unattached. The customer was able to use the other tubing in the package without any issues. There was no patient harm or adverse event reported.